Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray revealed the right atrial (ra) lead had dislodged. It as noted that the ra lead had high and unstable threshold measurements for over one year. The lead was repositioned, which resulted in satisfactory electrical measurements and remains in use. No patient complications have been reported as a result of this event.